Manufacturer narrative:
Logfile review can confirm a system message prior to treatment. The message is a warning to inform the customer to check energy and high voltage. Treatment can be continued with any key. Logfile review shows treatment was continued and completed 100% without any breaks and interruptions. The root cause could not be identified conclusively. Most possible root cause are worn optic parts. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser reached the limit of its possible output energy during a surgery in a patient's right eye. A brief interruption occurred. Outcome of the treatment will be seen at one week follow up visit.